Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. (B)(4). The device was not returned to mentor.

Event description:
It was a reported that a (B)(6) y.o. Female patient was implanted with mentor obtape sling on (B)(6) 2004. Following obtape implantation, she suffered from chronic pain, chronic urinary problems, severe urinary incontinence, low back pain, and mental anguish. Patient has been hospitalized for days each time at many hospitals starting from 2004 as physicians tried to figure out the source of hypertension because patient has no heart issues attributing to it. Patient also claimed psychological injury including anxiety, mental stress as a consequence of having the obtape. The obtape is still in patient¿s body and has not been surgically removed.